Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures. Consumer alleges the heat wrap caused a burn while using the heat wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Burn/second degree burn [burns second degree], using for post surgical pain relief [device use issue]. Case narrative: this is a spontaneous report received from the us FDA. The regulatory authority report number is mw5071230. A contactable other hcp reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s97473, expiration date mar2020) from an unspecified date for post surgical pain relief. Medical history included surgery on an unspecified date. The patient's concomitant medications were not reported. The patient experienced 2nd degree burn from thermacare back pain therapy heatwrap while using for post surgical pain relief on (B)(6) 2017. The patient had follow-up care in a wound clinic afterwards. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures. Consumer alleges the heat wrap caused a burn while using the heat wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (30aug2017): new information received from a contactable other hcp reported in response to hcp letter via telephonic follow-up activity included: event information, case upgraded to serious reportable. Follow-up (11oct2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow up attempts are completed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures. Consumer alleges the heat wrap caused a burn while using the heat wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Burn/second degree burn [burns second degree] , using for post surgical pain relief [device use issue]. Case narrative: this is a spontaneous report received from the us FDA. The regulatory authority report number is mw5071230. A contactable other hcp reported a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number s97473, expiration date mar2020) from an unspecified date for post surgical pain relief. Medical history included surgery on an unspecified date. The patient's concomitant medications were not reported. The patient experienced 2nd degree burn from thermacare back pain therapy heatwrap while using for post surgical pain relief on (B)(6) 2017. The patient had follow-up care in a wound clinic afterwards. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, all wraps met the required wrap batch average temperatures. Consumer alleges the heat wrap caused a burn while using the heat wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (30aug2017): new information received from a contactable other hcp reported in response to hcp letter via telephonic follow-up activity included: event information, case upgraded to serious reportable. Follow-up (11oct2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: updated suspect product expiration date from 01mar2020 to mar2020. Follow up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn/second degree burn [burns second degree] , using for post surgical pain relief [device use issue]. Case narrative:this is a spontaneous report from a contactable other hcp based on the information received by pfizer from us FDA (report number #: mw5071230). A patient of unspecified age, ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip, device lot number s97473, expiration date 01mar2020), via an unspecified route of administration from an unspecified date for post surgical pain relief. Medical history included surgery. The patient's concomitant medications were not reported. The patient experienced 2nd degree burn from thermacare back pain therapy heat wrap while using for post surgical pain relief on (B)(6) 2017. The patient had follow-up care in a wound clinic afterwards. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (30aug2017): new information received from a contactable other hcp reported in response to hcp letter via telephonic follow-up activity included: event information, case upgraded to serious reportable.